Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device failed to power on. There was no reported patient involvement.

Event description:
The customer reported the machine is not booting. The display is blank and the ready-for-use indicator (rfu) shows an "x". The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heart-start xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.